Manufacturer narrative:
(B)(4). Device code (B)(4) - patient selection. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and leaflet tear. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat tricuspid regurgitation (tr) of grade 5. Two clips were implanted, reducing the tr to 2-3. On (B)(6) 2018, a follow-up a echocardiogram was performed, which showed the tr was 1. On (B)(6) 2018, it was observed that the tr grade had returned to 5. One implanted clip (80621u107) had detached from the septal leaflet and remained attached to the other leaflet (slda). A tear was noted on the septal leaflet. On (B)(6) 2018, a second procedure was performed for treatment. Three additional clips were implanted for stabilization of the slda clip, reducing the tr to 2. The patient was stable post procedure. It was noted that during the first procedure, the leaflets may have been tented (grasped) too high. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy (thin leaflets). The mitraclip device was used to treat tricuspid regurgitation (tr). The mitraclip system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr); however, this error did not contribute to any of the reported issues and adverse event. The reported tr and mitral valve injury appears to be related to the slda. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.